Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a 6.1 cm abdominal aortic aneurysm approximately 35 months ago. It was reported that two months ago two 28 mm aneurx aortic cuffs, 1 talent 28 mm cuff and 1 talent thoracic cuff were implanted for treatment of the migrated stent graft. This event was reported under MFR # 2953200-2009-00341. The pt returned for a routine f/u and the talent thoracic stent graft was found to have migrated 17 mm with a proximal type 1 endoleak present. The aortic neck is severely angulated, 90 degrees and short in length, the diameter right below the renal arteries is 26 mm and goes to 31 mm in diameter. The pt had a severely angulated aortic neck of 90 degrees. The physician elected to treat the pt with two 32 talent thoracic proximal extensions. The migration and the endoleak were resolved. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B) (4). Results: migration, endoleak. Severely angulated aortic neck of 90 degrees. Eval codes, conclusion: severely angulated aortic neck of 90 degrees.